Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of purge issues could not be determined. After successfully passing all pm tests, the console operated within specification. There were no further complaints against it after that day.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility had an automated impella controller (aic) alarming for a purge issue. The purge cassette (pc) did not seat and detect. The team replaced the pc, the pump and the aic. The replacement of the products caused no harm or injury.